Event description:
It was reported an over-discharge was suspected. It was noted the patient had a fall 8-9 months prior to report and has fallen down the stairs in their apartment 4-5 since the initial fall. It was reported the last time any stimulation was felt and the last successful recharge was 8-9 months prior to report. It was reported that troubleshooting was limited due to lack of access to product. It was noted the patient¿s health care provider (hcp) had them contact the manufacturer and may proceed with x-rays to check lead placement. It was further noted that the patient¿s stimulator is not working. It was reported that the patient¿s stimulator stopped working 5-6 months prior to report however this contradicts their earlier statement of 8-9 months ago. It was noted they ¿charged the implantable neurostimulator (ins) but not all the way.¿ it was noted the patient turns their device off when they don¿t need it. It was reported that after their first fall they charged their device, not all the way, but it was ¿fine¿ however the last time they turned it on it was dead. It was reported when the patient tried to turn it on their implantable neurostimulator recharger (insr) was ¿fully charged to the max.¿ it was reported that the patient was unable to turn on their device and was not able to connect with it using the patient programmer or insr. Lastly it was reported that due to the weather the patient is in more pain and was trying to use their ins.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 37752, serial # (B)(4), product type recharger. (B)(4).